Event description:
It was reported that: "a loan kit was received for a case. A distal stem inserter was found to be very stiff when dismantled for checking and cleaning. After soaking the instrument in an enzyme solution and ultrasonically treating the instrument, it was found to be leaking copious significant amounts of brown fluid. A pereg hemo test on the fluid and it tested positive to blood. Each time the inner part was slid up and down, more contaminated fluid escaped."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available, then, it will be submitted in a supplemental report.